Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized for a week and was treated with unspecified antibiotics (orally and intravenously, doses, duration and frequencies not reported) for peritonitis. At the time of this report, the patient was recovered and discharged from the hospital. Action taken with pd therapy was not reported. No additional information is available.